Event description:
During an atrial fibrillation procedure, after transseptal puncture, it was noted that there was a fluid leak at the valve of the swartz introducer. The swartz introducer was replaced, and procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During device preparation for an atrial fibrillation procedure, after insertion into the patient, it was noted that there was a leak at the valve. The procedure was successfully completed with no adverse consequences to the patient.